Event description:
Per oos, this system was explanted due to infection. The explanted system: cylos dr, MDR 1028232-2008-00640. Setrox s 53, MDR 1028232-2008-00642. Selox st 60, MDR 1028232-2008-00641.